Event description:
It was reported that during a thyroidectomy procedure, the tip of the blade broke off of two devices and fell onto the drape. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.